Event description:
The reporter stated that the blue ball failed to seat when the burette was empty.

Manufacturer narrative:
The customer returned two samples to medex for evaluation. Examination of the two units showed that the blue ball seated properly when tested under gravity conditions. This issue could possibly be due to the burette being tilted during use which would result in the blue ball being unable to seat properly. Retained product samples were evaluated and were found to be acceptable. The lot history was reviewed and was found to be acceptable. Medex was unable to confirm this issue but was able to determine a probable cause. Based on this info. Medex believes that no add'l action is necessary at this time. Medex considers this MDR closed with this report.